Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the cutting wire of the dreamtome rx 44 broke. The procedure was completed with another of the same device. No further information has been obtained despite good faith efforts. There were no reported patient complications as a result of this event.